Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive power loss alarms even though battery was not out for more than ten minutes. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was returned for a power loss alarm. Power loss alarms and error 25 was confirmed in the long trace. Detailed trace analysis confirmed that the insulin pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, and minor scratches on the display window and keypad overlay.